Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly evaluated. Telemetry could not be established with the device, confirming the reported clinical observations. An x-ray of the device did not identify any irregularities with the device's internal components. After the titanium case was opened, microscopic visual inspection did not reveal any anomalies. An external power supply was connected to the device, and electrical testing and photo emission analysis was conducted. A scan of the device revealed electrical overstress (eos) damage to an integrated circuit, which was caused by the multiple external shocks delivered during the surgical procedure to install the patient's cardiac assist system. The damage to the integrated circuit caused a high current drain, which depleted the device's battery and resulted in the inability to interrogate the device.

Event description:
Boston scientific received information that this device could not be interrogated. The patient with this device was hospitalized for a replacement procedure. (B)(6) months earlier, interrogation did not reveal any device issues, however approximately (B)(6) weeks ago, the patient received a cardiac assist system. Multiple external defibrillations were performed during the hospitalization. The status of the device at discharge was not available. After transfer to another hospital for recovery, a spontaneous ventricular fibrillation episode occurred and was externally treated as this device did not provide any shock therapy. After the episode, interrogation attempts were unsuccessful and no device communication could be established. A replacement procedure was performed. This device was removed, replaced and returned for analysis. As the patient's condition has worsened, a single chamber device was implanted.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.